Event description:
It was reported that the during a pacing lead implant attempt exhibited undersensing and could not sense the signals of the patient's heart, even though p-waves were observed on the surface electrocardiogram. A new lead was implanted and was still unable to could see any signal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.